Event description:
It was reported an issue with monoplus suture. The client reported that during the surgery, the doctor asked the nurse to open the sterile suture with needle and found that the suture and needle were separated when opening, then replaced a new suture immediately. No more information has been received.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. Summary of investigation: there is one previous complaint of the same code-batch, regarding the same issue and from the same customer, closed as not confirmed as no samples were received. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. We will close this complaint as not confirmed as no further analysis can be done. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or batch information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.